Event description:
This case is cross referenced to case ids: (B)(6) (cluster). This unsolicited device case from (B)(6) was received on 04-apr-2016 from an orthopedic surgeon. This case concerns a (B)(6) female patient who started treatment with synvisc and later experienced recurrent pseudogout. The patient had been injected one course of synvisc a year ago and no adverse events were reported. No medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient was injected a new course of intra-articular synvisc injection at a dose of (3x2 ml) 6 ml, weekly, with batch number: 5rsa002b (expiration date: not provided) for knee osteoarthritis (stage: 3). On an unknown date in (B)(6) 2016, after the first injection administration, the patient experienced severe synovitis, that is, pain and swelling. It was reported that the pain and swelling subsided after 2 days. However, the synovitis reoccurred after 2nd and 3rd injections (given on (B)(6) 2016) respectively. Further reported, that it was an active reaction: pseudogout. Action: no action taken. Corrective treatment: not reported. Outcome: recovered/resolved. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criterion: important medical event (ime). Pharmacovigilance comment: sanofi company comment dated 8-apr-2016: this case concerns a patient who received three injection series of synvisc for knee osteoarthritis. It was reported that after each synvisc injection the patient experienced severe synovitis manifested as pain and swelling which was later diagnosed as an active reaction of pseudogout. Based upon the information, a possible causal relationship has been assessed between the product and the events. However since there are no lab tests etc. To confirm the diagnosis of pseudogout a confirmed diagnosis cannot be established. Furthermore, the events of synovitis, pain and swelling are well documented after the use of synvisc.

Event description:
This case is cross referenced to case ids: (B)(4) . This unsolicited device case from (B)(6) was received on (B)(6) 2016 from an orthopedic surgeon. This case concerns a (B)(6) year old female patient who started treatment with synvisc and later experienced recurrent pseudogout. The patient had been injected one course of synvisc a year ago and no adverse events were reported. No medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient was injected a new course of intra-articular synvisc injection at a dose of (3x2 ml) 6 ml, weekly, with batch number: 5rsa002b (expiration date: nov-2017) for knee osteoarthritis (stage: 3). On an unknown date in (B)(6) 2016, after the first injection administration, the patient experienced severe synovitis, that is, pain and swelling. It was reported that the pain and swelling subsided after 2 days. However, the synovitis reoccurred after 2nd and 3rd injections (given on (B)(6) 2016 and (B)(6) 2016) respectively. Further reported, that it was an active reaction: pseudogout. Action: no action taken. Corrective treatment: not reported. Outcome: recovered/resolved. A pharmaceutical technical complaint was initiated with ptc number: (B)(4). The production and quality control documentation for lot # 5rsa002b expiration date (11/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa002b no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2016, there were a total of (B)(4) complaints on file for lot # 5rsa002 and all related sub-lots. (B)(4) complaint for lot # 5rsa002 : plunger rod malfunction. (B)(4) complaints for lot # 5rsa002b. Adverse event reports. Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: important medical event (ime). Additional information was received on (B)(6) 2016. The suspect drug expiration date was added. The ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2016: the additional information does not alter the previous case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a patient who received three injection series of synvisc for knee osteoarthritis. It was reported that after each synvisc injection the patient experienced severe synovitis manifested as pain and swelling which was later diagnosed as an active reaction of pseudogout. Based upon the information, a possible causal relationship has been assessed between the product and the events. However since there are no lab tests etc. To confirm the diagnosis of pseudogout a confirmed diagnosis cannot be established. Furthermore, the events of synovitis, pain and swelling are well documented after the use of synvisc.